Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case and the top and bottom case had contamination. The event history log was reviewed and there were empty and near empty alarms in the history. The calibration for the position was checked and the reported issue was able to be duplicated. The low standard was out of calibration for the position due to normal wear since the part was over 8 years old. The position sensor was re-calibrated and the issue was resolved. The position pot was replaced as a preventative measure.

Event description:
Information was received indicating that when a smiths medical medfusion pump was tested with a monoject 10 ml syringe, it infused 5 ml then stated the syringe was empty. There was no patient involvement.